Event description:
The user facility reporter: "pt injury; the device did come into contact with the pt." Requested additional info from the facility via email. Was advised the pt sustained a laceration of the skull, but there were no details at this time because the reporter was not in the room. A list of questions will be forwarded on to the resident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.